Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was coming from the top hansen port on the dialyzer, where the hansen connector attaches. It was reported that the machine, a fresenius 2008k2, failed to alarm with a blood leak alert. However, upon follow-up it was revealed that the treatment was stopped before the patient¿s blood reached the blood leak detector. It was confirmed that the machine did not malfunction in any way. A blood leak test strip was not used. There were no visible defects noted on the hansen connector or on the dialyzer¿s hansen port. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred at the beginning of a patient¿s hemodialysis (hd) treatment. The blood leak was coming from the top hansen port on the dialyzer, where the hansen connector attaches. It was reported that the machine, a fresenius 2008k2, failed to alarm with a blood leak alert. However, upon follow-up it was revealed that the treatment was stopped before the patient¿s blood reached the blood leak detector. It was confirmed that the machine did not malfunction in any way. A blood leak test strip was not used. There were no visible defects noted on the hansen connector or on the dialyzer¿s hansen port. The patient¿s blood was not returned; estimated blood loss (ebl) was less than 100 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed treatment after being resetup with new supplies on a different machine. The complaint device was not available to be returned for manufacturer evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Ten lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was an approved temporary deviation notice (dn) reported on one of the lots and rework performed on another lot. They were both unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.